Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the tip broke off. The item is not repairable. The cause of the issue is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacture date of this item is 26-oct-2005. No service history review can be performed as this is a lot controlled item. . The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A product evaluation was performed. The investigation of the complaint articles has shown that: an extraction driver 352.311 had a tip broken off. This instrument is part of vectra, vectra t ad vectra one system and it is also used to remove screws of the anterior cervical compression system (accs). As this instrument is included in 4 sets, 3 of them are vectra then it is likely that involved instrument was part of a vectra system and all applicable documents will be used for this evaluation. The applicable vectra technique guide (reference #(B)(4)) of instruments and implants for anterior cervical plating for spinal fusion was reviewed. The reported instrument 352.311 consists of three components: driver shaft and handle assembly, inner shaft and an outer sleeve. This is an instrument intended to be used for removal of screws from existing implants only. It is also indicated to use instrument 324.105 for screw insertion. Proper instructions and caution notes of potential breakage if not used correctly are included. Upon inspection, the reported condition of broken tip was confirmed. The distal threaded tip of the inner shaft was received fractured off with approximately 1 thread remaining and the liberated portion was not received. The rest of the instrument does not exhibit any other defect. The thread failure appears to have occurred from applying a bending moment (force applied perpendicular to the axis of the instrument) when the force exceeded the tensile strength of the threaded region of the shaft. Also, the threaded shaft may not have been fully tightened down to the screw as described in the technique guide. Additionally, if the screw driver is used for insertion may contribute to cause this complaint as this instrument is not intended to be used only for extraction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded tip broke off at the end of the extraction screwdriver. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.